Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was noted that a snapped cable was observed on the large suturecut needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was broken. One pair of grip cables was loose, but not visibly broken at the wrist. One grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one grip cable broken near the back clamping pulley cable groove. The clamping pulleys exhibited white residue around the cable grooves. The other backend cables were not damaged. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were approximately .193 - .925 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable and scratch marks with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.